Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9091-31 with serial/batch number (B)(6) was received for evaluation. Upon visual inspection it was discovered that the tip of the device was broken off. Damaged was observed on the handle and laser marks degradation. The most likely cause of the reported failure is a use/technique error. This includes factors such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information provided on 11/13/2024 by a sales representative who stated the event occurred on (B)(6) 2024 and the procedure performed was a hindfoot fusion. The impactor pad snapped off in the targeter during impaction of the nail. An arthrex rep was present during the case. The patient's bone quality was average. No fragments broke off in the patient. There was no additional anesthesia needed and no delay to the procedure.

Event description:
On 10/24/2024, it was reported by a sales representative via (B)(4) that an ar-9091-01 hindfoot nail targeting guide cracked at the interface of the attachment piece for the nail, an ar-9091-31 hindfoot nail snapped off, and an ar-9091-26 torque limiter slides up and down the shaft of the driver itself making it unusable. This occurred during a case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.